Event description:
It was reported that 7 days after a coronary artery drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was a tortuous, 99% stenosed, distal and mid right coronary artery (rca). In 2004, via femoral approach, the physician predilated the rca with a 15 mm balloon (type unknown). The physician then successfully overlapped a taxus express2 8.8% 3.5 mm x 32 mm drug eluting stent and a taxus express2 8.8% 3.5mm x 20mm drug eluting stent in the distal rca. The physician then placed concurrently to the taxus stents, a guidant pixel 2.25 mm x 15 mm stent in the mid rca without incident. IV angiomax and heparin were administered during the case. The procedure was successful and the pt was released to home, instructed to continue taking plavix. A week later, the pt presented with chest pain and was taken immediately to the cardiac catheterization lab. Repeat angiography revealed a subacute thrombosis in the distal rca. It was determined that the pt was not taking the plavix as instructed. The physician successfully reintervened, performing balloon angioplasty within the taxus stents. The pt's status is reported to be good. Same case as MFR# 6000089-2004-00320.